Event description:
It was reported that the bed will not lower when the fowler is above 15 degrees. No adverse consequences were alleged.

Manufacturer narrative:
Manufacturers investigation determined that the bed would not lower properly.